Event description:
It was reported by the customer that paramedics were called to treat for low blood glucose levels on (B)(6) of 2014. Customer was home when his wife took his blood glucose level and found it low at 32 mg/dl, while his sensor was reading at 66 mg/dl. Customer stated he self treated with apple juice, fish and a piece of toast. Paramedics treated customer for low blood glucose levels. Customer believes overeating at dinner caused him to go low, but inaccurate sensor readings prevented him from treating properly prior to medical assistance. Customer's blood glucose level was 125 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.